Event description:
It was reported that the caller's pump screen was dark and would not turn on. The blood glucose level of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternative method of insulin therapy.